Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery of insulin during a bolus. She stated that she found an air bubble in the reservoir and ended up changing the reservoir because she was unable to get rid of the bubble. No blood glucose reading was provided. The customer declined to troubleshoot for the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.